Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose rising from 120 mg/dl to 351 mg/dl with an upward trend after a meal, and the user replaced the contact detach infusion site and performed fill tubing steps with guidance, after which glucose control returned to usual and no device alarms occurred. Symptoms included elevated blood glucose without ketone testing, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no medical intervention, and resolution after site change. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no bent cannula, no leakage at the infusion site, and no recurrence after the site change. It was concluded that the hyperglycemia cause was unclear, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.